Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 01 2007. Evaluation summary:the reported condition of pump with failure code 40:430:259:920 could not be confirmed due to failure code 199:117:307:0000 found in the pump's event history which causes all histories to be deleted. Failure code 40:430:259:920 is a nonexistent failure code for the colleague infusion pump and is not found in the operation manual. Writer called the facility to confirm the failure code and found that there was a failure code but it was unknown to the facility as to what the exact failure code was that they encountered. The pump's batteries were replaced to correct failure code 199:117:307:0000. The pump was returned to the customer fully operational.

Event description:
The facility reported to customer service a pump with failure code 40:430:259:920 which resulted in non-delivery during infusion of propofol 10 mcg/kg/min at a rate of 6.8 ml/hr. There was no patient injury or medical intervention necessary according to the hospital representative. The date that this was determined to be a reportable event was 2007.